Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had power error and battery cap was loose. The customer's blood glucose level was 90 mg/dl at the time of incident. Insulin pump will be returned for analysis.